Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused while inserting the enroute 0.014" guidewire. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
Complaint investigation is attached to this report.

Manufacturer narrative:
Complaint investigation underway.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused while inserting the enroute 0.014" guidewire. An unplanned additional stent was placed to cover the dissection.

Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was caused while inserting the enroute 0.014" guidewire. An unplanned additional stent was placed to cover the dissection.